Manufacturer narrative:
(B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As per user facility: customer reported the load cell cable has discoloration on it. The discoloration look burnt. No patient involvement.

Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). The device involved was received and evaluated. The load cell cable had a cosmetic crimp marking (discoloration) on it. There was no thermal damage found on the cable. If additional pertinent information becomes available a follow-up report will be filed.

Event description:
As per user facility: customer reported the load cell cable has discoloration on it. The discoloration looks burnt. No patient involvement.